Manufacturer narrative:
The actual device was not returned to the user facility for evaluation and the production lot number is not known. Therefore, the investigation was limited to evaluation of the user facility information. There is no evidence that this event was related to a device defect or malfunction. With no evaluation of the actual device, the cause of the reported event cannot be definitively determined. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following; "depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actural device not available

Event description:
The user facility reported that a tr band device was used in an event. Follow up communication with the user facility confirmed the following information: the tr heart catherization procedure was successfully completed; an experienced tech placed the tr band device on a patient whose wrists were reportedly too small; an attempt was made to secure the band; the patient developed a hematoma; hemostasis was achieved via manual pressure; the patient was reported as short and frail, weighed less than 90 pounds; the patient was discharged with instructions if the swelling continues to go to the ER; and the patient has not returned to the ER as of (B)(6) 2016.